Manufacturer narrative:
Per the clinic, the patient was administered with oral and topical antibiotics (specific date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the patient was fell and hit her head over the internal device causing a pain. Subsequently, the patient developed an infection (site of infection not confirmed) and an extrusion of the electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown and an infection at the superior edge of the coil. The device was explanted on (B)(6) 2024.